Event description:
It was reported that the lead exhibited a loss of capture, and was found to have apparently dislodged. The lead was repositioned. A week later, the lead exhibited further loss of capture, and was found to have dislodged once more. The lead was programmed off, and remains implanted. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.